Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Monument, michael j. ¿novel applications of osseointegration in orthopedic limb salvage surgery.¿ article in press.

Event description:
It was reported that a (B)(6) man with a proximal tibia endoprosthesis fell three (3) weeks postoperatively while wearing a knee immobilizer. There has been no further information provided and the patient outcome is unknown.